Event description:
The pt came to the ER (routine) to get his PICC line dressing changed. The nurse was taking off the dressing to his l-upper arm and the PICC line came apart at the "winged" area. The part that the catheter is connected to away from the insertion site. (See photos). The nurse pulled the whole catheter out from the pts vein and there was no harm to the pt. Educational director and nurse, that the event was reported to has called bard access, who asked facility to send the catheter to them to evaluate. Facility still has the catheter involved. It is a silicone product.